Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The contact did not know the cause of the high bg. The contact declined to provide additional information regarding the bg level and also declined tandem technical support's offer to troubleshoot.